Event description:
Meter name: one touch basic enhanced. Strip name: lifescan one touch strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: dizzy, weak, light headed. A pt reported that the pt's spouse called for an ambulance and was taken to the hosp for 3 hours. The pt's meter allegedly was inaccurately erratic. The result on the pt's meter was 159 mg/dl. Customer took 15 units of insulin after testing. (Unclear if this was set amount). The result on the emt meter was 65 mg/dl. The time difference between pt's meter and emt meter was 21-30 minutes. Emt administered medication. (Unknown meds). No further info has been reported.